Event description:
It was reported that the patients alarm history revealed a no external power on (B)(6) 2025, as well as 2 low voltage alarms. The patient did not recall any loss of power recently. Log file review was requested which revealed a no external power event on 21may at 12:56 while the patient was using the mobile power unit (mpu). The emergency backup battery powered the system controller until power was restored. The event was noted to have lasted around 4 seconds with no pump support interruption. There were no other unusual events noted in the log file. The patient denied that the mpu's ac power cord came loose from the wall or from the back of the mpu. The patients mpu was due for its yearly preventative maintenance per the site's protocol. As a result, the patients mpu, patient cord, and ac cord were thoroughly inspected by the site. No damage seen to pins on the patient cord. The patient's ac cord¿s v-lock was present and in functioning condition. No abnormalities with the patient's equipment were found. The site exchanged the patients three backup aa batteries at that time. The site noted that there were severe thunderstorms warnings in the patient's area at the time of the event, however the site was unable to conclusively state whether the patient lost power or not due to the severe weather.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, no product was returned for further testing. On (B)(6) 2025 at 13:56:12, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. Data is consistent with both power cords being unplugged at the time of the no external power alarm; however, it is unknown if the weather had an effect on mpu operation at this time. The alarm cleared on its own shortly after external power was restored at 13:56:17 via connecting the system controller to external 14v li-ion batteries. The emergency backup battery was able to provide power to the system controller during this no external power event. The alarm did not affect the system controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information states the mpu serial number was (B)(6), the mpu had a v-lock connector at the time of the event, and the patient denies the ac power cord came loose from the wall outlet or back of the unit. The mpu was thoroughly inspected for damage and no observable damage was noted. Additional information also stated that on the event date 21may2025 there were several thunderstorm warnings in the area that could have led to brief power outages. No further alarms were noted, and no product would be returning for analysis. A root cause of the reported event could not be conclusively determined through this analysis. CAPA 16070 was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. CAPA 16070 implemented a straight v-lock connector due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. Additional information confirmed that at the time of the event the power cord in use was a straight v-lock connector. However, a disconnection can still occur if the connection is not properly engaged or due to environmental circumstances, this investigation was unable to determine the root cause of the reported disconnection. The device history record for the mobile power unit (mpu) (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.